Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind, no excessive no delivery or occlusion alarm and audio or vibrate alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Device received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had different sound when the battery was low. The customer's blood glucose level was unknown at the time of the incident. It was reported that the reservoir of the insulin pump was cracked. The insulin pump had unexplained no delivery alarms and was slower to rewind. The device will not be returned for analysis.